Manufacturer narrative:
Received 12pcs 450040/19g23c for evaluation. Received customer pictures. We have no further complaints on the material/batch. We forwarded the complaint, samples, and customer pictures to our supplier. According to their investigation and comments, a review of the manufacturing and inspection records of the reported material/batch showed no abnormalities which could be related to the reported event were observed. Retain and customer samples were visually examined. No abnormality such as damage or molding defect could be found on the needle hubs. Screwing torque was measured on the customer samples. The maximum torque was 7.0cn·m. All samples were screwed into holder without any breakage. In addition, excessive torque was applied until hub was damaged to obtain the breaking torque. The minimum was 20.0cn·m. No sample hub was broken easily by screwing into holder. The minimum breaking torque was more than twice the screwing torque for the same sample. Therefore, the complaint cannot be duplicated. Corrected data: h3: samples received; h6 type of investigation, investigation findings, investigation conclusions; h10 manufacturer narrative.

Manufacturer narrative:
Complaint (B)(4). The date of event could not be obtained from the customer. The provided information and samples were forwarded to the producer for investigation. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customers states the hub (holder) came off needle when draw patient blood. The double ended needle is screwed into the holder. The needle is pointed on the end that is inserted into the patient. The other end is rubber coated and the tubes for lab are placed over that end. When the staff member was drawing the patient, she noted that the lab tube would not stay on the rubber end of the needle. She explained to the patient that she needed to start over because the apparatus was not working. When she tried to remove it from the patient's arm, the needle separated in two and the holder with the rubber covered end coming off and the other end of the needle staying in the patients arm. Needle had to be manually removed from patient's arm. There was no blood exposure or patient harm. Proper ppe was donned. They did not save the product in question.